Event description:
It was reported that upon opening, the lead was bent inside the packaging. The bend was located a few inches proximal to number three electrode. There was no external damage to the box. The lead did not come into contact with the patient, the patient was implanted with another lead successfully and no other issues were encountered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of lead model 3387s-40, lot # v779188 showed lead body stylet coil perforated by stylet new out of the box. Stim lead proximal end insulation broken under connector. The lead's conductor coil, which acts has a stylet coil, is perforated by the stylet 5.6cm from the distal end of the lead. The distal end of the stylet is held securely between the conductor wires and the outer insulation. The outer insulation is broken/torn under the #0 connector sleeve. The lead as returned is to long to fit into the designated area of the inner packaging tray. Per the medtronic rep's email "the lead was not touched by the physician. Upon opening the sterile packaging and removing the lid of the tray, the scrub tech and I immediately noticed a sharp bend in the lead. We immediately put the lid back on and removed the product from the sterile field. The lead was not touched after that.

Manufacturer narrative:
(B)(4).